Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 406 mg/dl. The customer¿s mother declined for with troubleshooting for high blood glucose. Customer stated that insulin pump was not getting a notice alert about the insulin flow block alarm. The device will be returned for analysis.